Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review on (B)(6) 2019, the right atrial channel showed flat line behavior on the device along with no sensing. It was noted that the patient expired on (B)(6) 2019. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.